Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst due to severe pancreatitis during a pancreatic cyst gastric bypass surgery procedure performed on (B)(6) 2022. During the procedure, the axios cautery did not work; however, it was noted that a puncture was created. The procedure was completed using another axios stent. There were no patient complications as a result of this event. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the stent was partially deployed.

Manufacturer narrative:
(B)(4). An axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent was partially deployed. The delivery system was returned in position "2". The tip showed evidence of electrocautery. An electrical inspection related to the continuity between the rf connector and distal rf electrode was performed and no issues were noted. No other problems were noted to the stent and delivery system. The investigation concluded that the observed failure of stent partially deployed was likely due to factors encountered during the procedure. It may be that how the device was handled and/or the technique used by the physician during the procedure, limited the performance of the device and contributed to the stent partial deployment. The reported event of cautery delivers energy intermittently cannot be confirmed as the device showed continuity without problems. Therefore, a review and analysis of all available information indicated the most probable cause no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.